Event description:
According to the rptr, the peripherally inserted central catheter had been in place only a few hrs before the catheter separated from the hub. The pt stated to the hosp staff that no tension was applied to the catheter. The pt was simply lying in bed when the catheter separated from the hub. The catheter was successfully removed and replaced. The hosp has reported approx five of these incidents over the past 2-3 yrs.